Event description:
There is a serious product issue with this device and specifically lot # 3054883-(B)(4). These are blood pressure cuffs that are leaking and creating serious issues in the operating room. We are going to return the items to the manufacturer and need to know if we should file a report with ecri. Blood pressure cuff burst when patient was draped intraoperative. A new blood pressure cuff had to be applied to the leg as the arms were not reachable. This was not the best option for the patient in this case as positioning was trendelenburg.